Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 368 mg/dl with ketones and insulin pens were used to address the bg level. A system check showed the occlusion was possibly related to the infusion set site; however, the customer had been using apidra insulin in the cartridge.